Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer stated that they ran 10 units of insulin but nothing was delivered from the pump. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer's insulin pump worked as designed after troubleshooting the issue. No further information was provided.